Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r. Upn: m365sc11320. Model: sc-1132. Serial: (B)(6). Batch: 19243771. Product family: scs-linear leads upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 18598418/19371615.

Event description:
It was reported that the patient was experiencing inadequate and loss of stimulation. Reprogramming was able to obtain coverage, however, ipg was not holding a charge and multiple contacts out were noted. The patient underwent a revision procedure wherein 2 ipgs and 2 cervical leads were replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted device components were kept by the medical facility.